Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, whether there was any damage to the liner, did the patient present with any symptoms (change in gait) has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and all the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause could not be confirmed and thus this case is considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the shell, biolox delta ceramic head and biolox delta ceramic liner after approximatively 12 years due to reported edge loading of the ceramic liner please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA. A biolox delta ceramic head was also revised, this device is cleared for sale /distribution in the USA.

Manufacturer narrative:
Per - (B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, whether there was any damage to the liner, did the patient present with any symptoms (change in gait) has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the shell, biolox delta ceramic head and biolox delta ceramic liner after approximatively 12 years due to reported edge loading of the ceramic liner. Please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA. A biolox delta ceramic head was also revised, this device is cleared for sale /distribution in the USA.